Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and high glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high glucose levels. The patient's blood glucose levels an unknown level while wearing the pod for an unknown amount of time. There was no information provided about how the patient was treated or details about the medical event.